Event description:
The article, "impact of early atrioventricular nodal blocker use post-transcatheter aortic valve replacement", was reviewed. The article presented a retrospective, single center study to evaluate the safety of atrioventricular (av) nodal blocker use within the first 48 h after transcatheter aortic valve replacement (tavr). Devices included in the study were acurate neo, allegra, corevalve, evolut fx, evolut pro/pro+, evolut r, lotus, portico, sapien 3, and sapien xt. The article concluded that av nodal blocker use within 48 h following tavr was not associated with an increased rate of second-degree or higher atrioventricular block (avb) or permanent pacemaker (ppm) placement. These findings suggest that av nodal blockers may be considered in the immediate post-tavr period based on risk-benefit assessment. [The primary and corresponding author was jocelyn edwards, university of north carolina medical center, chapel hill, north carolina, USA, with corresponding email: j.edwards@rx.umaryland.edu] the time frame of the study was from 01 january 2016 to 02 april 2024. A total of 756 patients were included in the study, of which 3 (0.4%) received an abbott device. The average age was 78.1 years, the average weight was 79.4kg, and the majority gender was male. Comorbidities included hypertension, diabetes, atrial fibrillation/flutter, coronary artery disease, and heart block.

Manufacturer narrative:
Summarized patient outcomes/complications of portico valves were reported in a research article in a subject population with multiple co-morbidities including hypertension, diabetes, atrial fibrillation/flutter, coronary artery disease, and heart block. Complications reported included surgical intervention (pacemaker, valve-in-valve), unexpected medical intervention (post-dilatation), hospitalization, heart block; these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling.

Event description:
The article, "impact of early atrioventricular nodal blocker use post-transcatheter aortic valve replacement", was reviewed. The article presented a retrospective, single center study to evaluate the safety of atrioventricular (av) nodal blocker use within the first 48 h after transcatheter aortic valve replacement (tavr). Devices included in the study were acurate neo, allegra, corevalve, evolut fx, evolut pro/pro+, evolut r, lotus, portico, sapien 3, and sapien xt. The article concluded that av nodal blocker use within 48 h following tavr was not associated with an increased rate of second-degree or higher atrioventricular block (avb) or permanent pacemaker (ppm) placement. These findings suggest that av nodal blockers may be considered in the immediate post-tavr period based on risk-benefit assessment. [The primary and corresponding author was jocelyn edwards, university of north carolina medical center, chapel hill, north carolina, USA, with corresponding email: j.edwards@rx.umaryland.edu]. The time frame of the study was from 01 january 2016 to 02 april 2024. A total of 756 patients were included in the study, of which 3 (0.4%) received an abbott device. The average age was 78.1 years, the average weight was 79.4kg, and the majority gender was male. Comorbidities included hypertension, diabetes, atrial fibrillation/flutter, coronary artery disease, and heart block.

Manufacturer narrative:
Article title: impact of early atrioventricular nodal blocker use post-transcatheter aortic valve replacement. B3 - date of event is estimated. D4 - the UDI number is not known as the part and lot numbers were not provided the clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.